Manufacturer narrative:
(B)(4) date sent: 2/1/2021 the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that eps02 the device was received with the electrode tip broken not returned. No further functional analysis could be performed due to device's receiving condition. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be drawn as to what caused the tip to break off.

Manufacturer narrative:
Pc (B)(4). Batch #: u94n6w additional information was requested and the following was obtained: the three devices experienced the same issue? Yes is completely detached from shaft of the device? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigma the front of the spatula was bent and has fallen out. 3 devices were opened. Only at the 4th, did the device work and the surgery could be completed. No harm to the patient.